Event description:
Customer's father reported via phone call that the insulin pump has recurring unexpected restart alarms with every battery change. It was stated that the battery was not kept out of the insulin pump. Blood glucose is unknown as the customer was at school. It was stated that an insulin pump has been given by the hospital.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.